Event description:
It was reported that, during testing, the device failed accuracy +13.05%. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing the top rear label. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery was noted as the cause of the reported problem as the device was out of specification. For corrective action the expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range for accuracy. The root cause of reported problem was unknown. Product is beyond 3 years from manufacture date of 2019-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation. Corrected data: correction: d4: model number: 6400.